Event description:
On (B)(6) 2024 genmark was advised of a negative result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2024. The same sample had repeat testing on eplex on (B)(6) 2024 which produced a negative result for sars-cov-2. Comparator sample testing was done twice on an unspecified liat assay which did detect sars-cov-2 both times. Comparator sample testing was done again on a different comparator, luminex aries assay, which produced a negative result for sars-cov-2. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 run suggesting the consumables performed as expected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91645567 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial (B)(6) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record (B)(6) . H3 other text : device not received.